Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented with fixed rate ventricular pacing at 70 ppm. Magnet application was also 70 ppm. Attempts to interrogate the device were unsuccessful. ECG analysis indicated either voo mode or ventricular undersensing. A subsequent check found that the device was pacing at 60 ppm and the rate did not change with magnet application.